Manufacturer narrative:
Unit received with all buttons unresponsive due to keypad connector unlocked on lcd board. Unit received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump casing is cracked along the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.